Event description:
Customer reported that the patient needed to be placed into a PICC tube on (B)(6) 2023, due to chemotherapy, normal use and maintenance, completed tel phase chemotherapy, and was admitted to the hospital on (B)(6) 2023, to undergo phase 7 chemotherapy, normal maintenance, intravenous push of ondansetron group drugs found PICC submembrane exudate, pulled out 4cm, cropped, and replaced the film. Continued to use it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that the patient needed to be placed into a PICC tube on may 6, 2023, due to chemotherapy, normal use and maintenance, completed tel phase chemotherapy, and was admitted to the hospital on (B)(6) 2023, to undergo phase 7 chemotherapy, normal maintenance, intravenous push of ondansetron group drugs found PICC submembrane exudate, pulled out 4cm, cropped, and replaced the film. Continued to use it.